Event description:
It was reported that this right ventricular (rv) lead was explanted due to conductor fracture. Lead exhibited noise, oversensing and pacing inhibition leading to pacing pauses for more than 2 seconds. During explant of the rv lead, the right atrial (ra) lead was damaged and had to be explanted as well. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was observed that there were calcification deposits on the lead body (helix tip, electrode ring and insulation). Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Visual inspection of the leaf also revealed cracked/torn polyurethane insulation at the distal end of the terminal boot (approx. 55 and 120 mm from the terminal end) consistent with environmental over stress.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to conductor fracture. Lead exhibited noise, oversensing and pacing inhibition leading to pacing pauses for more than 2 seconds. During explant of the rv lead, the right atrial (ra) lead was damaged and had to be explanted as well. A new lead was successfully implanted. No additional adverse patient effects were reported.